Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A follow-up report will be filed if any additional details become available.

Event description:
Baxter (B)(4) received a notification letter from the (B)(6) describing an event, occurring on (B)(6) 2012, in which a vented paclitaxel set was found leaking through the air vent. It is unknown if there was patient involvement; however, no patient injury has been reported.